Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the incoming pulse lead hi-pot test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable was cut. The cause of the incoming testing failure was isolated to a short within the trunk cable. The cause of the short is cuts along the trunk cable, damaging the internal wires. The root cause of the damaged cable was unable to be positively identified, but is likely due to physical abuse. No adverse event resulted from the damaged cable. The last patient to use this electrode belt did not report any deficiencies.